Event description:
It was reported that the patient had break in aseptic technique, which caused peritonitis. The patient was hospitalized for the event. On an unreported date, the patient was treated with injection (inj.) Vancomycin (1gm, every 4th day, intra-peritoneally (ip), inj. Fortum (1gm, daily, ip), and inj. Amikacin (500mg, daily, ip) for the peritonitis. The patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required